Event description:
The customer contacted stryker to report that their device switched off after providing initial defibrillation therapy and displayed a white screen. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device switched off after providing initial defibrillation therapy and displayed a white screen. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The device's user interface and system pcba were replaced as a precaution. Proper device operation was observed through functional and performance testing. The device was retuned to the customer for use. Stryker further evaluated the replaced parts and a cracked capacitor, c181, on the user interface pcb was determined to be the cause of the reported issue.